Manufacturer narrative:
There were no alleged defects or malfunctions with the device. Multiple attempts were made, with no success, to get further information regarding the alleged fracture, any other injuries, details of the treatment received, if the dealer went out to check the chair, any found malfunctions with the device and the cause of the end user falling from the powerchair. This record is being filed in an abundance of caution due to the allegation of the user sustaining an unknown fracture and going to the hospital for treatment. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated, the end user fell from the chair twice. He stated it happens when the user drives over bumps. The end user was wearing his seat positioning strap at the time and it did not malfunction. The end user did not allege anything was defective, broken, or damaged on the chair that might have caused the issues of falling out of the chair. The dealer stated due to the most recent fall, the user fractured something and had to be treated at the hospital.